Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked reservoir tube lip and broken off battery tube threads. The test battery cap fit with battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 31mg/dl at the time of incident. Troubleshooting found that a piece of the battery compartment broke off and the compartment does not close. The customer indicated that they will go to the hospital to pick up more insulin.